Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high glucose (glu) result of 79 mg/dl generated by unicel dxc 800 pro synchron clinical system for one neonate patient. Testing by an alternate method on two different samples of the patient produced 29 and 30 mg/dl, which the physician believed. The patient treatment was delayed due to the discrepancy.

Manufacturer narrative:
The event happened on (B)(6) 2010, but was not reported to bci until 09/27/2010. Qc was within the established ranges prior to the event. The sample is not available for rerun. A service was not dispatched for this event. A definitive root cause for this event has not been determined.